Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿loss of function of the imaging system" was confirmed; there was no image observed due to a faulty cable. In addition, the rear cover label was noted to be fading. The cause of the cable failure cannot be determined at this time. The customer was contacted, but unable to provide additional information. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the camera head worked for 10 minutes and then stopped. The staff replaced the camera head and completed the intended procedure. There was no patient injury.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated the scope has had no previous repair records. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Surmised that an image was not displayed due to the following reason. The cable unit malfunctioned because a user applied excessive force to the unit during operation. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states the following, the camera cable may be damaged from: - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it iscoiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the cameracable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. The OEM will continue to monitor complaints for this device.